Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, all conductors were distorted, the proximal conductor had blood/body fluid (not obstructed), the inner insulation was kinked buckled, all insulators were breached cut, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched. Visual analysis noted apparent explant damage.

Event description:
It was reported that the right ventricular [rv] lead had no capture and poor sensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.